Event description:
It was reported that the pumps latch/lock arm was broken. There was no patient involvement and no patient harm/adverse event. During the evaluation of the pump, it was found that the downstream occlusion sensor seal was damaged.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was duplicated during visual inspection. Latch lock did not attach properly. The most probable cause was malfunction latch lock out of specification. To resolve the issue, the latch lock was replaced. The downstream occlusion (dso) seal was noted as cracked and also replaced. The device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.